Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Troubleshooting found that the cannula was bent and the needle was difficult to remove. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.